Event description:
It was reported by the customer "registered nurse attempted to insert double lumen peripherally inserted central catheter (dl PICC) line when half of transducer would not snap off the PICC line and a bard blade had to be used to cut it off." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz2004 showed no other similar product complaint(s) from this lot number.